Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported an infected hinge was revised for washout and debridement, poly change was done as a precaution.